Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that when beginning to advanced the 3.25x23 mm xience xpedition stent delivery system (sds) in the guiding catheter the proximal shaft of the delivery system separated. No resistance was felt between the guiding catheter and the sds. The device was removed from the patient without issue. A new 3.25x23 mm xience xpedition was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.